Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (balloon rupture, failure to deliver the stent, stent embolism). Related to operational context (it appears likely that the root cause of the event was related to the use of the device during the procedure). Evaluation conclusions: known inherent risk of procedure (balloon rupture, failure to deliver the stent, stent embolism). Operational context contributed to event (it appears likely that the root cause of the event was related to the use of the device during the procedure).

Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a patient. It was reported that it was not possible to implant the stent. The device was returned to the manufacturing facility and a leak was detected on the balloon of the device. No clinical sequelae were reported. Evaluation summary: the delivery system was returned to the manufacturing facility for evaluation. The stent was not returned. Crimp impressions were evident along the balloon. The balloon had been partially inflated. Pressure was applied to the device and liquid was seen exiting the distal balloon cone. A small longitudinal tear was located on the distal balloon cone on the edge of the balloon fold. There was an approximate 2mm scratch running into the tear from the distal side.